Manufacturer narrative:
The IFU was reviewed and it includes hypotony as a known complication and adverse reaction. The device history record for the lot reported was reviewed for compliance and no issues were observed. Product was manufactured, tested, and released in compliance with our procedures. Eye was hyptonous. The doctor reported that there was no patient or user injury. Surgical intervention was required, which consisted of plugging the tube with a prolene blue suture. The patient's iop went up to the high 20s and is on max medical therapy. The patient also has a deep chamber; however, the doctor has no plans to explant the device.

Event description:
Eye was hypotonous. The tube appeared to be draining rather quickly (lots of aqueous constantly pooling near plate) and the eye was behaving differently after the tube was placed within the anterior chamber.